Event description:
It was reported while testing with bd prepstain slide processor, the centrifuge lid was not staying open. There was no health impact or consequences reported.

Manufacturer narrative:
(B)(6) investigation summary: complaint reports lid failure on centrifuge associated with prepstain (catalog number 490100) serial number (B)(6) . Complaint alleges centrifuge lid faulty hydraulic system. Customer advised no one was hurt or injured. Service replaced the centrifuge gas springs and post intervention the centrifuge was operating normally. Root cause attributed to faulty lid gas springs. This complaint is a confirmed failure of the instrument based on the customer investigation. Device history record review is not required because the part that allegedly failed is not tested as part of the manufacturing process but is shipped separately and tested during installation. Service history review was performed for the instrument and no additional work orders were observed for the complaint failure mode reported. Review of risk management files confirms there are no new or modified risks associated with this failure mode. There are no corrective action plans or other corrections occurring. Bd quality will continue to monitor for trends associated with failure of "centrifuge."